Event description:
It was reported that within a half hour of a cryoablation procedure, the patient developed right lobe hemoptysis. A cold saline lavage was administered through bronchoscope to stop the bleeding. The patient was subsequently readmitted two days later to the hospital with similar, milder symptoms and is currently improving gradually. Anticoagulation had been withheld, but has since been cautiously resumed. No further patient complications have been reported as a result of this event.